Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements in unipolar and bipolar. Loss of capture was noted in all vectors at maximum outputs. It was reported the patient had progressed back to heart failure and had general malaise. An invasive procedure was performed. This lead was surgically abandoned and was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.